Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Dcs product lot/serial number (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating that the valve was recaptured because it was "too high" during the first three deployment attempts. After the fourth deployment, the valve was reported to be "too deep." In terms of the patient's anatomy that contributed to the dislodgment, it was noted that it was difficult to assess implant depth with a type 0 bicuspid aortic valve and torn rcc leaflet. It also reported that the valve appeared falsely deep on tee. The deployment starting point was bottom of pigtail for the final deployment. It was reported that the valve dislodged up into the ascending aorta upon release. A non-medtronic guidewire (safari) was used during the case. According to the physician, the cause of the torn rcc was supraannular recapture of the valve and the delivery catheter system (dcs) was not a contributory cause. The patient's type 0 bicuspid valve and high implant depth contributed to the constrained valve. It was reported that the dissection occurred during initial suprannular deployment of the valve. Additionally, according to the physician, the cause of the dissection was supraannular deployment of valve wedged into rcc and the dcs was not a contributory cause. In terms of the patient's anatomy that contributed to the dissection, it was noted that challenging implant angles due to type 0 bicuspid valve and unfavorable commissure orientation. Further, the dissection was treated with surgery.

Manufacturer narrative:
Updated data: h6 conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The valve was not returned to medtronic for analysis. Images were submitted to medtronic for review. The excerpt of the image subject matter expert (sme) review report follows: pre-implant computed tomography (CT) images provided. Sievers 0 bicuspid aortic valve. The annulus perimeter is 70.5 millimeter (mm) suggesting a 26 mm evolut per sizing matrix. The effective orifice area (eoa) perimeter at 5 mm is 73.5 mm. Normal aortic arch anatomy. No ascending aorta dissection noted. This event was reviewed by medical safety team. The excerpt of the medical safety subject matter expert (sme) review report follows: based on the information provided, the primary event of the dislodgement was likely due to interaction of the valve and the patient anatomy (bicuspid valve). It was also likely that challenges with imaging during the implant could have contributed to the dislodgement. The second dislodgement was likely due to interaction between the valve and the balloon valvuloplasty that had been performed due to the constrained valve. The supra annular dissection was likely related to the high position of the valve. Pre implant images were provided for review. No images were provided that could confirm the adverse events. The reported adverse events and severities are documented in the risk management files and instructions for use (IFU). No further safety assessment is required at this time. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, inadequate deployment due to improper sizing between valve and annulus, irregular patient anatomy, incomplete frame expansion, and a number of others. As reported, the dislodgement was likely due to interaction of the valve and the patient anatomy (bicuspid valve). However, a conclusive cause could not be determined with limited information available. Dislodge events are typically not related to a device malfunction. The reported event indicates that the valve was recaptured because it was "too high" during the first three deployment attempts. Recapturing is a feature of the evolut system that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. There is no information to suggest a device quality deficiency that may have caused or contributed to this event, but the cause of the positioning difficulty could not be conclusively determined with the available evidence. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. Per the device instructions for use (IFU), in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilation of the bioprosthesis may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation. The balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices. As reported, the patient's type 0 bicuspid valve and high implant depth contributed to the constrained valve. However, a conclusive cause could not be determined with limited information available. Gradients can be related to valve related factors (degeneration, thrombus, calcification, etc) or non-valve related factors (left ve ntricular outflow tract (lvot) obstruction, patient pressures, left ventricular (lv) dysfunction, etc). Gradients can be observed despite normal device functionality. Unfortunately, the failure mechanism of the device cannot be established, and the conclusive cause of the reported elevated gradient cannot be determined. In this case, a post-implant bav was performed with a 20 mm non-medtronic (true) balloon without incident. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: l-evolutfx-2329; product lot/serial number {unknown}; product type: 0195-heart valves; implant date n/a; explant date n/a. Section d references the main component of the system. Other medical products in use during the event include:  product ID: d-evolutfx-2329. Lot [unknown]. Use by date unknown. UDI [unknown]. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted.  H6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to implant of this transcatheter bioprosthetic valve, inside a patient with a bicuspid aor tic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed with an 18 millimeter (mm) non-medtronic (true) balloon. Deployment was attempted 2 times, but it was challenging to visualize the implant depth with fluoroscopy. The implanting team was unable to get the pigtail catheter to sit in the right coronary cusp (rcc), so a transesophageal echocardiogram (tee) probe was inserted. Subsequently, a the rcc was noted to be torn. The tee was used to assist with implant depth, and the pigtail catheter in the left coronary cusp (lcc). The depth appeared to be -9 mm deep on the rcc and -6 mm deep on the lcc. The lcc depth on fluoroscopy appeared to be -1 mm. The valve was deployed. Subsequently, the valve dislodged up on the rcc on release, and appeared constrained. The mean gradient was 20  millimeters of mercury (mm hg) so a post-implant bav was performed with a 20 mm non-medtronic (true) balloon without incident. Significant expansion of the valve was noted. The balloon was fully dilated, and as soon as the balloon was being withdrawn, the valve dislodged into the ascending aorta again. The patient was taken to surgery for  explant of the valve, and a surgical aortic valve replacement was performed. The physician noted that the patient had a small, contained dissection above the annulus on the rcc. The following day, the patient was reported as awake with no deficits. No additional adverse patient effects were reported.